Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that within the last month they noticed many air bubbles in the reservoir. The bubbles were formed in the reservoir and entered the tubing. Customer's blood glucose level was 350 mg/dl. The device was not returned.